Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance had been increasing for approximately one year and was noted to be high through the analyzer. The threshold was noted to have increased over approximately one year. The lead was capped and replaced. No patient complications have been reported as a result of this event.